Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Although MDR 9618003-2020-04005 / device 4 of 19, was submitted on 03/06/2020. The following corrections are applicable to this record. A.1: patient identification: missing on initial submission. Updating to (B)(6). G.8: manufacturing report: number corrected from 9618003-2020-04005 to 9618003-2020-06145. H.10: additional manufacturer narrative: device 1 of 19 MDR 9618003-2020-04005 / device 1 of 19 corrected to MDR 9618003-2020-06145 / device 4 of 19. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4).

Manufacturer narrative:
Device 1 of 19. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 19 out of 30 (3 boxes) were used and the starter hole was off-centered. The end user also experienced decreased wear time. No photo is available at this time.